Manufacturer narrative:
B3/d10 date: the event occurred on an unspecified date of may 2023. H4: the lot was manufactured between 18 november 2022 to 28 november 2022. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps had inadequate iodine; further described as ¿were a bit drier than usual¿. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.